Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A hemodialysis patient reported several effects which were stated by the patient to be related to treatment. The patient reported being temporarily paralyzed, vomiting, and having no circulation in the feet. The patient was also taken to the emergency room. In addition, patient also had an aneurism while seeking dialysis treatment and experienced bleeding.

Manufacturer narrative:
Date of report: on follow up 2 should read 12/6/2017. Date received by manufacturer: on follow up 2 should read 11/6/2017 to reflect date of completed clinical review statement.

Event description:
A hemodialysis patient reported several effects which were stated by the patient to be related to treatment. The patient reported being temporarily paralyzed, vomiting, and having no circulation in the feet. The patient was also taken to the emergency room. In addition, patient also had an aneurism while seeking dialysis treatment and experienced bleeding.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical investigation: the file has been assessed for the necessity of the performance of a clinical investigation. There is no documentation or indication that any fresenius device(s) or product(s) caused or contributed to a serious adverse patient outcome. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding an adverse event experienced by a patient and/or user related to a fresenius device(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A hemodialysis patient reported several effects which were stated by the patient to be related to treatment. The patient reported being temporarily paralyzed, vomiting, and having no circulation in the feet. The patient was also taken to the emergency room. In addition, patient also had an aneurism while seeking dialysis treatment and experienced bleeding.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis patient reported several effects which were stated by the patient to be related to treatment. The patient reported being temporarily paralyzed, vomiting, and having no circulation in the feet. The patient was also taken to the emergency room. In addition, patient also had an aneurism while seeking dialysis treatment and experienced bleeding.